Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 5042720; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient lost effective coverage due to lead migration which confirmed via x-ray. The patient underwent a lead revision procedure wherein lead was repositioned. The patient was reportedly doing well postoperatively.